Event description:
It was reported that a cryoablation needle formed frost during the second freeze cycle of the cryoablation procedure. Frostbite was observed near the cryoablation needle entry site of the patient's skin. The patient was treated for frostbite, but the injury was not serious in nature and did not require intervention to prevent serious injury or impairment. Frost formation was not observed during testing of the cryoablation needle. The user attempted to irrigate the skin around the insertion site with saline, but the irrigation was as not as effective as observed in prior experience with previous models of the cryoablation needle. The needle with the reported frost formation was not used in the third freeze cycle of the cryoablation procedure. The case was completed with no further reported injury to the patient.

Manufacturer narrative:
The device was returned for engineering analysis and the complaint was confirmed for 'frost on shaft'. The shaft temperature of -13.9 c points to insufficient thermal insulation of the needle. The ice ball size was within the specification was not compromised due to thermal insulation loss. The needle was disassembled and soldering flux residuals and corrosive signs were seen on the vacuum sleeve external surfaces. These observations did not lead to the vacuum loss reported because there were no corrosive holes in the sleeve. The device was also tested for leaks and no gas leaks were detected. Review of the needle lot manufacturing records did not identify any related vacuum sleeve malfunctions within the needle batch.

Event description:
It was reported that a cryoablation needle formed frost during the second freeze cycle of the cryoablation procedure. Frostbite was observed near the cryoablation needle entry site of the patient's skin. The patient was treated for frostbite, but the injury was not serious in nature and did not require intervention to prevent serious injury or impairment. Frost formation was not observed during testing of the cryoablation needle. The user attempted to irrigate the skin around the insertion site with saline, but the irrigation was as not as effective as observed in prior experience with previous models of the cryoablation needle. The needle with the reported frost formation was not used in the third freeze cycle of the cryoablation procedure. The case was completed with no further reported injury to the patient.